Event description:
It was reported that this left ventricular (lv) lead had exhibited intermittent loss of capture. Threshold measurements were within range. This lv lead remains in service. No adverse patient effects were reported.